Manufacturer narrative:
The vendor of the laser edge knife provided the device history for this finish goods. The lot and the raw material components identified no quality issues during incoming, manufacturing or final inspection processes. The root cause of the reported problem is currently under investigation.

Manufacturer narrative:
Evaluation completed. Three sealed individual e7592 knives from lot maws530 were returned. The product which caused the event was not returned. All three samples were opened by the complaint evaluation center technician for inspection and testing. No visual defects were noted. A functional test was performed by inserting the blade into a silicone eye. The blade pierced the silicone eye easily and was not dull."in-eye" conditions could not be duplicated. It cannot be determined, through visual inspection alone, whether or not the blade caused abrasions. The product samples were forwarded to the vendor for further investigation.

Event description:
The user facility reported a dull blade caused a corneal abrasion which required the application of a bandage contact lens. Based on the one day post-op visit the patient prognosis is good.